Event description:
The customer reported that the device did not seal properly during a liver resection. Another device was opened and it worked fine. There was no pt injury. No further info is available.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or it add'l info pertinent to the incident is obtained a follow-up report will be submitted.